Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d2, g1, g3, g6, h1, h2, h3 and h6 as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during the procedure. There was no reported patient injury. Additional information was requested but not provided. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The balloon was found fully deflated. An inflation/deflation test was performed on the balloon of the returned device, and pressure was maintained with proper functioning of the inflation indicator per the mynx control instructions for use (IFU). Visual inspection at high magnification revealed that there was no residual fluid in the balloon of the returned device as received. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase, which may have contributed to the reported failure. A product history record (phr) review of lot f2219502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed through analysis of the returned device since the device passed the inflation/deflation test. The exact root cause of the reported incident could not be conclusively determined during analysis. However, based on the limited information available for review and the product analysis, the cause of the reported failure may have been attributed to incorrect prep of the balloon during the preparation phase before use in the patient as evidenced by the absence of residual fluid in the inflation lumen/balloon. Although not intended as a mitigation, the mynx control instructions for use (IFU) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during the procedure. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2219502 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during the procedure. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.